Manufacturer narrative:
Lot review: a review of lot# 355979 showed (B)(4) units were manufactured, tested, inspected and released in 06/2016 citing no exception documents. Visual analysis: received one used 011-42584-05, transpac IV monitoring kit, reported lot# 3255979. The device was confirmed to leak from the transducer. Corrosion was observed on the stewart connector. The original complaint was noted as a broken tubing. Functional testing: blood residue was observed on the distal male luer and the stopcock. Unit was pressure tested. Leaking for both positive and vacuum pressure was observed through the gel cup. The unit was disassembled an incorrectly mounted transducer chip was observed which resulted in the gel cup being damaged. Final analysis: the reported complaint of tubing broken couldn't be confirmed. Leaking was observed through the gel cup. The damage appears to have been caused from manufacturing processes. ICU through continuous corrective and preventative actions are reviewing the process and have made the necessary improvements to the manufacturing process.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3255979 (mfd. 06/2016). Report states: tubing broken. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 355979 showed (B)(4) units were manufactured, tested, inspected and released in 06/2016 citing no exception documents.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3255979 (mfd. 06/2016). Report states: tubing broken. No adverse patient consequences reported.